Manufacturer narrative:
An event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2006 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on or about (B)(6) 2006 and was revised on (B)(6), 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood. Update (B)(6) 2020 from the op report: ' it was readily apparent that the ball was dislodged from the remainder of the stem and the stem had a gross pencil-tip and notched type appearance.'

Manufacturer narrative:
Updated sections include: patient dob, catalog number, lot number, common device name, gtin, expiration date, manufacture date, PMA/510(k),and product code. Reported event: an event regarding abnormal ion level and disassociation involving a metal head that was mated with an accolade stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in his blood and head/ stem disassociation. Provided medical records cannot confirm the event. Additional information, such as primary operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed. The mated metal head was identified to be within scope of nc and CAPA. The cause of event is likely to be caused by the mated femoral head. Refer to CAPA for investigation details. H3 other text : device not returned.